Event description:
It was reported that the device was explanted due to rapid battery voltage decrease to eri (elective replacement indicators). The patient alert alarm brought the patient to the doctor's office where eri was confirmed. The device would not charge during the manual charge test, but pacing function was still working. No patient complications were reported as a result of this event.